Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of capture on the left ventricular (lv) lead. On (B)(6) 2021, the patient presented for another follow up. An x-ray was performed and no dislodgement was observed. Device interrogation revealed high capture thresholds on the lv lead. Programming changes were performed to deactivate the lead. Patient condition was stable.